Event description:
Pt was undergoing esophag0-gastro-duedenoscopy; on the last insertion of the scope the pt wretched sustaining a large esophageal opening into the posterior mediastinum on the right side above the hiatus. He was taken to surgery for an exploratory laporatory to repair the tear. He is in intensive care stepdown & is doing well. He has a gastrosomy tube & two nasogastric tubes to decompress the tract & allow healing.